Manufacturer narrative:
Analysis of the lead found no significant anomaly. The body of the lead was cut through and the product was segmented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va19u4n, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that during the surgery low impedances were found with the lead. The lead was not implanted as a result of the event. No further complications were reported or anticipated.